Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose was 103 mg/dl. Customer stated that she had irritation and infection at her sensor site. Customer stated that her sensor site is bruised, swollen and red. Nothing further was reported.